Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
It was reported that the stapler only cut the tissue, not stapling the rectal stump. Procedure: retosigmoidectomy.

Manufacturer narrative:
(B)(4). Date sent: 07/08/2020. Additional information received: we have no more information to add.